Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported the patient underwent surgery on (B)(6) 2018 for normal battery depletion. It was noted the patient had to wait awhile to get the implant placed so they ended up doing emergency surgery because the battery was at 2.5 volts the day prior to surgery and had to be put in as they waited so long. According to the healthcare provider (hcp) the voltage was 1.1 volts the day of surgery. The consumer stated the voltages didn¿t make sense, so they wondered whether the hcp did this right or not. The hcp changed the battery but ¿wasn¿t sure if the wires were connected correctly and mentioned something about the minus and plus that could be switched and weren¿t sure if they placed the right wires back to where they were supposed to go.¿ the consumer asked the hcp to call the manufacturer, but they hadn¿t yet. The consumer stated the battery lasted almost three years every time with the battery measuring at 3.15 volts on (B)(6) 2018, so they weren¿t sure if the hcp had done this right or not which made them wonder if they changed the plus to minus on the wires if it would have changed things, but the consumer didn¿t know if things had been switched or not. In addition to the battery¿s voltage the patient wasn¿t the same after surgery so the consumer wondered if it was the battery change, if the leads were placed or programmed differently, if the lead wires were done correctly, or if the hcp had switched the electrodes and caused any issues. It was noted that the battery had been replaced twice prior due to normal battery depletion and everything worked great except for this replacement. The first week post-operatively the patient was fine but then they became worse and the stimulation didn¿t work because the patient couldn¿t move anything (the consumer didn¿t know if it was related to disease progression or the deep brain stimulation system). The patient ¿slowly became down, slowly started getting worse and worse, and stopped eating or drinking 5- 10 days before they ultimately died on (B)(6) 2018.¿ it was noted the patient passed away due to parkinsons with the death stated as unrelated to the device/therapy. Additional information was requested from the hcp, but they had no record of the patient¿s death. Relevant medical history includes parkinsons dual and movement disorders.